Manufacturer narrative:
The subject product was returned for evaluation. Returned was only a showerhead body, the rest of the tip set was not returned. The sample evaluation found no trace of adhesive on the showerhead. The connector tube was not returned and it cannot be determined if any adhesive may have been on this component. The force applied to the unit during use cannot be determined at this time and may have contributed to this event. Based on our evaluation, it appears the component may have come free due to a less than optimal amount of adhesive on the device.

Event description:
Information as reported to davol: it was reported that during a total hip surgical procedure, the purple tip and the splash shield of the simpulse irrigator came off and had to be retrieved from the femoral canal. The pieces were retrieved and there was no patient injury as a result. The device was replaced and the procedure was completed. If this were to recur and go undetected, it could result in an unintended piece left in the body. As such an MDR is being filed to document this event.